Manufacturer narrative:
(B)(4). Date sent 5/9/2025. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was an issue where a monopolar cord caught on fire during a procedure. The customer reported the fire started where the monopolar cord connects to the monopolar adapter. The sales rep reported that the adapter and cord are not our products. Customer wants to know if the megapower 1000 is safe to use. There were no adverse consequences reported.